Event description:
Guidant (now boston scientific crm) received information that this implantable transvenous defibrillation lead exhibited higher than expected pacing threshold measurements, two weeks post implant. There were no changes made to the lead system at that time, the physician elected scheduling the patient for more frequent follow-ups. Additional information was provided that approximately eight years later, the lead exhibited high pacing thresholds, as well as loss of right ventricular (rv) capture. The lead was therefore surgically capped and replaced. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
If further information becomes available, this event will be reopened.